Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Bad was updated to 13jul2023 as the issue was originally reported 13jul2023 via (B)(6), as an "unknown customer account" and not sent to trackwise. Pr ID (B)(4). Will be closed as a duplicate of pr ID (B)(4), and the investigation will be completed in pr ID (B)(4).